Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an electrophysiology study. The procedure was completed after the patient was moved to another lab to complete the procedure. It was reported to philips that system was unable to produce x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that exposure could be performed using the hand switch and determined that the wired footswitch was faulty. On further troubleshooting, the fse checked the log files and found that the footswitch was defective. To resolve the issue, the fse replaced the wired footswitch. The defective part was sent for analysis, for wired footswitch, failure was observed as the footswitch failed the functional test and visual inspection also identified missing anti-slip components and a loose bracket. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the generator restarting, x ray not available, which can impact imaging. The patient was moved to another system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.